Manufacturer narrative:
Concomitant medical products- model: 5076-52, lead; implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with bleeding around the implantable cardioverter defibrillator (ICD) pocket and possible infection. The device currently remains in use. No further patient complications have been reported as a result of this event.